Event description:
It was reported when the device was used during a laparoscopic blebectomy procedure, the staples were malformed and some staples remained in the cartridge. Another device was used to complete the case. There was no patient consequence.